Manufacturer narrative:
Neither brand name nor model were provided. The lot code provided was for a product that contained multiple absorbencies. The consumer did not provide an absorbency, therefore we are unable to provide an UDI number or model. The reported brand name of this report is the default for when tampon brand is unknown. Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the (malfunction or reported issue)

Event description:
Consumer stated u by kotex click tampon fell apart and left pieces behind inside her.